Manufacturer narrative:
G4: 04feb2020 .b4:(B)(6) 2020. The service support performed an evaluation and confirmed the reported problem. After starting up, the screen showed that the main alarm failed, the alarm buzzer had no alarm sound. The service support replaced the speaker assembly to resolve the issue. Performed repair to specified requirements and unit passed performance verification test successfully. Unit was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019.

Event description:
The customer reported an alarm failure. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.